Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient experienced shakiness, blurred vision, and abdominal pain. Upon checking the patient¿s continuous glucose monitor (cgm), the parent noted a reading of 49 mg/dl. The parent was unable to obtain a fingerstick blood glucose (fsbg) measurement at home and therefore brought the patient to the hospital for evaluation. In the emergency department, an fsbg was performed and showed a blood glucose level of 501 mg/dl, while the cgm continued to display readings near 49 mg/dl. The patient was treated with intravenous insulin and fluids. After approximately five hours of observation and treatment, the patient was discharged. At the time of this report, the patient was reported to be doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.